Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: there was a '"needle retraction failure (failure to activate the safety mechanism). The hcp used the product as usual. The hcp pressed the button but the safety mechanism was not activated. The hcp disposed of the product with its needle exposed."

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed only the top web. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following information was provided by the initial reporter. The customer stated: there was a '"needle retraction failure (failure to activate the safety mechanism). The hcp used the product as usual. The hcp pressed the button but the safety mechanism was not activated. The hcp disposed of the product with its needle exposed."